Event description:
It was reported that the device does not recognize the cassette. There was no patient involvement.

Manufacturer narrative:
B3: unknown. Phone (B)(6). One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.